Manufacturer narrative:
(B)(4). The statement "there was no injury to the patient" is incorrect. The patient required incision enlargement. Malfunction is incorrect. Serious injury should be marked. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-1 , 24.5 diopter, preloaded injector on (B)(6) 2016 and the surgeon had difficulties pushing the lens and the haptic tore. The surgeon noticed the torn haptic after implantation. The lens was explanted during the same surgery. There was no injury to the patient.